Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision of a left total knee arthroplasty due to tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect or was not available at the time of initial follow up. Actual device not evaluated, manufacturing review, labeling evaluation. No failure detected. Known inherent risk of procedure, operational context caused or contributed to event. Medical product - nexgen mis precoat stemmed tibial plate, size 7 catalog #: 00595005701 lot #: 60994901. Nexgen cr-flex precoat femoral size g, left catalog #: 00595005701, lot#: 60994901. Nexgen cr articular surface, 10mm, catalog #: 90597005010 lot#: 60125482. Nexgen all-poly patella, 35mm, catalog #: 00597206535 lot#: 61189544 therapy date: (B)(6) 2014. The reported event was confirmed as the revision operative notes were returned for evaluation. No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). The primary surgery was indicated for left knee degenerative arthritis. The trial components were put in place and were stable with good extension and flexion gaps with central patellar tracking. Revision operative notes found that the indication for the revision surgery was for tibial loosening. Further review found that the "interface between the prosthesis and the cement on the femoral component was developed." Additionally upon removal of the tibial component it was observed to being grossly loose and was removed without difficulty. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. A previous investigation was initiated due to a higher rate of loosening for the nexgen tibial system. It was found as a result of this investigation that the drop down stem should be used in combination with the mis tibial component. Nexgen knee system packaging insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2016 - 02388 - 2, 0001822565 - 2016 - 03599 - 1.

Event description:
It was reported that a patient underwent revision of a left total knee arthroplasty due to tibial loosening after 65 months post implantation.